Event description:
It was reported, that the patient presented for implant procedure. During procedure, it was noted, that the implantable cardioverter defibrillator (ICD) was unable to identify ventricular fibrillation (vf). And failed to deliver a shock. External defibrillation was required. The procedure was completed using a different ICD. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to deliver therapy was confirmed. The cause of the anomaly was determined to be due to the programmer software anomaly. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.